Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion being treated was located in the heavily calcified, severely tortuous proximal to distal left anterior descending (lad) artery. Following debulking with rotablator 1.25mm burr, the 2.75x32mm taxus express2 drug eluting stent was advanced, but was unable to cross the lesion. After plain old balloon angioplasty with 2.5mm balloon catheter, another attempt was made, but was unsuccessful. Then the physician deployed a liberte bare metal stent in the distal lesion and advanced the same taxus stent to the proximal lesion, but it became caught on the calcified lesion and the edge of an unk bare metal stent. Upon removal, the edge of the taxus stent was found to be lifted. No pt complications were reported. Pt status reported as "good".